Event description:
Pump alarm 20 was reported during the load process. There was no adverse impact to the customer's blood glucose level. The customer initially made an error in the load process, which resulted in the alarm, and was educated by customer technical support (cts) on the correct procedure. Despite assistance in loading a new cartridge, the alarm recurred, prompting cts to replace the pump, which was still under warranty. The customer planned to use multiple daily injections (mdi) as a backup therapy and was instructed on how to put the pump into storage mode and return it using a pre-paid label.